Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). During introduction, it was reported that the tip of the dilator appeared to be crooked and deformed. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). During introduction, it was reported that the tip of the dilator appeared to be crooked and deformed. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with analysis. Damage at the dilator tip was noted prior to the removal of the dilator to proceed with further analysis. Device successfully performed and held both 180 degrees and 90 degrees deflection tests. The compatibility between the returned sheath and the dilator was tested by inserting the dilator into the sheath. The dilator was able to fully insert into the sheath. The dilator was examined under the microscope to closely inspect the damage, and the dilator tip appeared to be bent. Additionally, streaks were noted close to the dilator tip. The sheath<change>s handle cap, valve cap, and hemostatic valves were removed to examine the valve hub under the microscope. Excess adhesive was noted on the inner rim of the shaft proximal end, suggesting that it potentially obstructed dilator insertion and caused the damage seen on the dilator tip.